Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with ongoing fever. The patient was found to have positive blood cultures and vegetation was seen during an echocardiogram. This pacemaker was explanted. No additional adverse patient effects were reported.